Event description:
It was reported that during a stenting treatment procedure, the stent became dislodged inside the patient. The 99% stenosed target lesion was located in the severely calcified and severely tortuous external iliac artery (eia). The 7.0x30x135cm express vascular ld stent system was advanced over a 0.035" non bsc guide wire. Slight resistance was noted when crossing the lesion and while attempting to position the device, the stent dislodged from the delivery system. The physician was unable to retrieve the stent, thus the patient underwent abdominal surgery. The stent was removed and bypass surgery was performed to treat the original lesion successfully. There were no additional patient complications and the patient's condition post procedure was listed as good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: over 80 years of age. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).